Event description:
On (B)(6) 2013, it was reported that the surgeon opted not to move forward with vns placement due to the patient's anatomy. Per the surgeon, the patient's anatomy was too tight on the vagus nerve. The patient had three branches coming off of the nerve that did not allow for placement and the surgeon did not feel comfortable with his options for placement. The vns lead and tunneler were opened for the surgery, but not used. The lead was disposed of by the hospital.

Manufacturer narrative:
.